Event description:
It was reported by service report that the siderail would not latch in the upright position and top rail was broken at the latching spindle/tip, exposing sharp edges. No pt involvement or adverse consequences are reported.